Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00618, 3006705815-2022-00619. It was reported that patient experienced loss of effective therapy. Diagnoses revealed that both the leads migrated several levels down. Patient also reported discomfort at the ipg site. As a result, the entire scs system was explanted and replaced restoring the therapy.